Event description:
The consumer reported the following change in therapy on (B)(6) 2016: loss of stimulation and loss of therapy. It was stated the spinal cord stimulation didn¿t seem to be working. They had tried increasing amplitude but were not feeling stimulation at all and went all night like that, and night time was their worst time. It was noted through the day nothing changed until they were filing and kind of twisted and could feel some stimulation, and then when they were driving, they went over a bump and felt a small sensation. No trauma or falls reported that could be related to the issue. The patient programmer showed that the stimulation was on. It was stated that the adaptive stimulation was on and showing the correct position. The consumer only had 1 program available within their current position. It was stated they increased amplitude up to 7.5 and still not feeling anything. The consumer had made an appointment with their managing healthcare professional (hcp) for (B)(6) 2016 but was concerned about going that long without pain re lief. It was further reported by the consumer that they didn¿t know of anything that led to their loss of therapy and stimulation sensation. It was noted they gal was very helpful and they had tried a few different things, but it didn¿t solve it. It was stated their appointment was on (B)(6) 2016 with their doctor and manufacturer representative. Additional information received from the hcp reported that the troubleshooting and actions/interventions taken to resolved the reported issue was the consumer just needed reprogramming. Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.